Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed through initial testing but could not be reproduced during eval. The alarm was found to be caused by a loose link screw. The link screws were replaced to correct this condition.